Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device thermistor failed, and the unit reflected heat with a reading of 118.1 degrees fahrenheit which is greater than manufacturers' specification (118.1 degrees fahrenheit; specified reading of temperature should not exceed 118 degrees fahrenheit). It was also observed that the unit was noisy with a reading of 80.5 decibels which is greater than manufacture's specification which is 76 decibels. Also, during evaluation it was observed that the flex circuit potting was cracked / corroded, the motor was corroded and the drive shaft was broken. It was determined that the flex circuit was worn from normal use over time which is consistent with a cracked flex circuit potting. It was determined that the thermistor failed due to wear from normal use and servicing over time. It was determined that the corrosion was due to wear from use and servicing over time. It was determined that the drive shaft was broken was damaged due to use of excessive force while the motor is in use, which is misuse, abuse and or use error. The broken drive shaft caused the noise and heat. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device made a loud noise and ¿died out¿. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.